Event description:
It was reported that during an unrelated procedure, an x-ray revealed the right atrial (ra) lead had no slack. An emergency device check was done revealing the lead had dislodged. It was also noted the lead had failure to pace and high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.